Event description:
Caller reported multiple intermittent occlusion alarms, which led to the customer's blood glucose level exceeding the normal range, reading "high." To address the high blood glucose, the customer administered a correction bolus via the pump and changed the infusion set and cartridge, resuming insulin therapy without requiring third-party assistance. Despite recurring occlusion issues since february, no additional information was received regarding further outcome or impact resolution from technical support.